Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood at the insertion site. The customer also stated that he had been experiencing high blood glucose levels. Troubleshooting was done. Advised that replacement infusion sets would be sent. The customer's mother later stated that the customer also experienced low blood glucose levels of 32 mg/dl. The customer had treated his blood glucose with food and drink. The customer expressed that he felt groggy. The customer's blood glucose at the time of the call was 326 mg/dl. Advised customer to monitor the insulin pump. Nothing further reported.